Manufacturer narrative:
The customer reported that they tried powering on the AED during the annual inspection, the unit would not power on, and the asi is blank. The maintenance schedule is reported as monthly. Advised the customer that the device warranty is expired and to remove the device from service. Referred customer to the distributor to replace the device and reviewed proper maintenance. No additional information is available at this time to further investigate this event. The IFU states: although the ddu-100 series AED is designed for a wide variety of field use conditions, rough handling beyond specifications may result in damage to the unit. Improper maintenance can cause the ddu series aeds not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. This device is used for treatment, not diagnosis. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. Should additional information become available a supplemental MDR shall be submitted.

Event description:
The customer reported that they tried powering on the AED during the annual inspection, the unit would not power on, and the asi is blank. The customer did not report that this event occurred during patient use.